Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during arthroscopy, the werewolf flow 90 coblation wand was activated without any operation on the footswitch or manual control. Procedure was resumed, without any delay, with a back-up device. There was no injury to the patient or user as consequence of this problem.

Manufacturer narrative:
Part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. The tubing has been cut and removed from the wand. Product was out of the original packaging. No packaging returned. The data was extracted which revealed that the wand was activated previously and experienced a "multiple button pressed notification" error. Due to the tubing being cut and removed a functional test can not be conducted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The complaint was confirmed. Factors that could have contributed to the reported event include: 1)the wand´s connector or cable got damaged. 2) saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time.